Manufacturer narrative:
Investigation ongoing. Once the device is received and inspected a supplemental report will be issued.

Event description:
Lenstec received an email stating "broken haptic noticed upon eye insertion."

Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the devices have been conducted correctly. The results of the investigation, the lens was returned intact. No broken haptics or defects were noted. No defects or damage were noted on the returned components. Furthermore, lenstec confirms that the lens, its design, and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec received an email stating "broken haptic noticed upon eye insertion."